Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump blackbox shows multiple battery alarms on (B)(6) 2011. Pump powers up with functional display, auditory and vibratory warnings. During investigation, the pump was exercised for 24 hrs without interruptions. The pump case was removed for further analysis; no water damage or corrosion observed inside the pump. Unrelated to the complaint, the keypad was found to be torn at 'up' button; no contamination was observed under button contacts.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump would not power on. The patient claimed that there was no water exposure or trauma to the pump. The patient did not allege any harm or injury because of the reported issue. This complaint is being reported due to the following conclusion: the patient claimed that the pump would not power on. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms or treatment suggestive of a serious injury.